Event description:
It was reported that there was undersensing on the atrial lead. It was also noted that the device was not staying modeswitched and there had been a short burst of tracking near the upper tracking rate. The device was reprogrammed to vdir mode and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.